Manufacturer narrative:
Evaluation: a 10 french, 6 inch sheath assembly (consisting of the sheath and attached white hemostasis valve) was returned for evaluation. Visual examination revealed the sheath to be ribbed and kinked at several locations along its length. No blood was noted on the device. The iab used with the sheath was not returned for examination. The sheath i.d. Was measured and found to be within datascope's mfg specification. With a vacuum drawn and maintained on a folded laboratory iab, it was possible to pass the iab through the returned sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: other than being ribbed and kinked, no mfg defect was found in the returned sheath. The sheath is made of a soft material so as to not injury the pt artery during the insertion procedure. In general, difficulty advancing the sheath into the pt or the iab into the sheath be attributed to one or more of the following: 1. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. 2. The pt may have had a severe vessel tortuosity resulting in poor sheath insertion.

Event description:
The doctor attempted to insert the iab into the sheath but the sheath started "folding back". Another insertion kit was opened and the sheath from this kit was used with this iab. The iab from the second kit, was not used because the facility felt that sterility was compromised. This iab was discarded. (Event complications: unk - reported 2/26/97.) (Pt's current status: unk - rpt'd 2/26/97.)